Event description:
A pt reported experiencing inaccurate erratic results with an ot basic original meter. The pt's blood glucose results were 300mg/dl, 80mg/dl, 63mg/dl. Tests were done less than 10 mins apart with a difference of 95%. Pt did not experience any adverse events. No further info has been reported.